Event description:
The customer reported the rui is not communicating with the c-arm lift or motor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a loose connection on the motor power supply. System operates as intended. (B) (4).